Event description:
Additional information received from the customer revealed culture results of >100 cfu gram negative bacillus and 10-100 cfu pseudomonas and all the channels were sampled.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information (section b5) received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the colonovideoscope tested positive for pseudomonas aeruginosa. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.